Event description:
It was reported that during a coronary stent procedure the wire became stuck in the stent. Upon removal the distal segment fractured and remained in the pt. Attempts at retrieval were unsuccessful. Pt went to surgery for removal. Pt status is listed as "okay".